Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product remains in service.

Event description:
Additional information received that the culture taken was positive but not for staph infection. The infection was only at the superficial skin that didn¿t make its way down to the inside of the pocket. No adverse patient effects reported. The product remains in service.